Event description:
It was reported that a user applied a new dexcom g7 sensor that paired to the dexcom app but failed to pair to the ilet, leading to an expired bg run when a bg value was not entered in time; troubleshooting included re-entering the pairing code and advising that connection can take up to 30 minutes, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the cgm and the ilet characterized by intermittent communication failure, with involvement of the antenna as an electrical/magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.